Event description:
Dialyzer blood leak. While a dialysis patient was on dialysis, a blood leak was noted in header of dialyzer by the dialysis nurse. No audible or visual blood leak alarm was noted. At that time, the dialysis paused. Dialyzer f200 lot #21hu04004 recorded and reported to lead technician. Approximate blood loss as 100 ml. Dialysis system replaced and dialysis treatment resumed without further difficulty. FDA safety report ID# (B)(4).